Event description:
A small crack was found on the lens optic by the trailing haptic, after the lens was inserted in the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See mdr1920664-2008-00286 for delivery device used with this intraocular lens. Results - a small tear was found in the lens optic near the haptic connection. However, the delivery device used with this lens was not returned for eval. The cause of the lens damage cannot be determined.